Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and although the foreign material was confirmed, olympus could not identify the material or specify the cause. The foreign material was possibly not removed since the reprocessing was not conducted properly due to leakage from biopsy channel. The event can be detected and prevented by following the instructions for use: IFU states that detection method in gif-1100 operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif-1100 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection that the gastrointestinal videoscope exhibited foreign material in the plastic distal end cover. There were no reports of patient involvement.